Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a primary failure of loose clamping pulley screw on axis 5 to be related to the customer reported complaint. The loose clamping pulley screw resulted in loss of tension of the correlating pitch cable. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk, or input shaft. Additionally, the instrument was installed on an in-house system and exhibited unintuitive motion for a short time. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm); however, the distal clevis and grip tips sometimes moved in the opposite direction for a short time. This behavior was observed in the pitch direction. The complaint was confirmed by failure analysis. The probable root cause of the loose clamping pulley screw is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Furthermore, the probable root cause of the instrument unintuitive motion is attributed to the loose clamping pulley screw.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not replicate the surgeon inputs verbatim. The movements were uncontrolled. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: it seemed that the instrument was moving in the wrong direction, not mirroring the surgeon's movement exactly. The surgeon's movements were scaled to fit the instrument. The problem was solved when a replacement instrument was installed. The instrument was tested many times while it was inside and the surgeon was in control. There was a response that the surgeon was having the instrument checked, as if it was delayed. It wasn't performing the exact same movement. There was no shaking and/or friction experienced. There wasn't any instrument-to-instrument or system arm-to-arm interference. There was no harm to the patient.